Event description:
It was reported that a patient failed to follow the correct therapy steps during peritoneal dialysis therapy on the homechoice (hc) machine. The care giver (cg) stated that they were attempting to reprime the patient line while the patient was connected and indicated that the patient had connected prior to priming being completed. This occurred while the hc device displayed "check patient line / connect yourself." The technical services representative assisted the cg in ending the current therapy and reviewed proper procedures, per the user manual, with the cg. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to the setup before properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.